Event description:
It was reported that due to weight loss the patient was experiencing discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the ipg was explanted and replaced, and the pocket site was revised to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.